Event description:
Customer reported she received the following results on 2 different meters within 10 minutes: 93 mg/dl (aviva system 1, belonging to customer's friend) and 42 mg/dl (aviva system 2, belonging to customer). The same vial of strips was used for both meters. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product; however, the friend's products will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Device will not be returned.